Event description:
It was reported that insulin squirted out and the numbers were ramping during the manual prime process. It was stated that the customer changed the infusion set twice, but the insulin kept squirting out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk.